Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2016 alleging hyperglycemia while on insulin pump therapy with blood glucose measuring 248.4 mg/dl with symptoms suggestive of hyperglycemia of moderate urinary ketones, strong, fruity breath odor, polydipsia and dizziness. The reporter stated that the patient did not receive treatment above or beyond that of normal diabetes management for the incident. The reporter alleged an inaccurate delivery issue with the insulin pump. This complaint is being reported because the patient experienced hyperglycemia on insulin pump therapy and the alleged pump malfunction was not resolved.

Manufacturer narrative:
Follow-up #1: date of submission 04/21/2016.animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings: review of the black box data revealed the last basal delivery was recorded on (B)(6) 2016 and the last bolus delivery was 18.5 units also on (B)(6) 2016 at 23:14. The pump was running on basal program #3 from (B)(6) 2016 at 02:09 to 07:31 at which time it was manually changed to basal program #1. The total daily doses added up to correctly reflect the user¿s programmed basal rates. The pump passed delivery accuracy testing with no delivery defects. The pump was determined to be delivering within the required range accurately. There were no interruptions in delivery during the investigation and no errors, alarms or warnings occurred. Investigation did not duplicate the complaint and the pump was determined to be operating as intended without malfunction.